Manufacturer narrative:
The following fields have been updated with corrected information: b.3. Date of event: (B)(6) 2020. G.4. Date received by manufacturer: 2020-09-10.

Event description:
It was reported that after use with a bd vacutainer® eclipse¿ blood collection needle the safety shields broke off. This occurred on 2 separate occasions with lot# 0003865 and 3 occasions with lot# 0030216, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the safety shields broke off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0003865 medical device expiration date: 2024-12-31 device manufacture date: 2020-01-03 medical device lot #: 0030216 medical device expiration date: 2025-01-31 device manufacture date: 2020-01-30" the initial reporter also notified the FDA on 2020-08-19. Medwatch uf/importer report # 0800040000-2020-8022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® eclipse¿ blood collection needle the safety shields broke off. This occurred on 2 separate occasions with lot# 0003865 and 3 occasions with lot# 0030216, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the safety shields broke off.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use with a bd vacutainer® eclipse¿ blood collection needle the safety shields broke off. This occurred on 2 separate occasions with lot# 0003865 and 3 occasions with lot# 0030216, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the safety shields broke off.